Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing of the complaint was unable to be completed due to moisture ingress. The pump was examined and moisture was found to be visible behind the display screen lens and the pump battery compartment was observed to be cracked. When the pump attempted to power on, the pump emitted audible tones but no vibration was present and the pump did not go to the display screen. A leak test was performed and the pump was found to be leaking from the battery compartment. The pump was opened and moisture was observed on the printed circuit board and internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump vibrated while in the pocket and the pump was flashing zero units on the bolus screen. The reporter stated that no boluses were delivered however the pump history was unable to be reviewed during the call. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.